Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient could not confirm when the meter issue began, but that it was at 7 am. She reported that she does not take any diabetes medication, and in response to the error 4 message at 8 am she ate plenty of food and some protein shakes and bars. The patient alleges that 4 hours after the meter issue began at 11 am she developed symptoms of ¿palpitation, shaking, weakness, headache and nausea¿. The patient confirmed that she received no treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.